Event description:
On 3/17/1997, the facility's radiologist notified MFR's sales representative of the following: while performing a venous cathetergram for a clot, the venous extension blew out. There was dye coming out of the venous distal tip, but the extension filled up like a balloon and burst. No further detalis were provided at this time.